Manufacturer narrative:
Concomitant medical products: product ID: 8731 ,lot#: b003013n52, implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 0.5 mg/day) via an implanted pump. On (B)(6) 2020 the patient reported an increase in pain and withdrawal symptoms. She did not remember what date it started but stated it had been a few weeks. A catheter dye study showed that the catheter was occluded. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery on (B)(6) 2020. During the procedure, the pump segment of the catheter was removed and discarded, and the spinal segment of the catheter was left implanted and tied off. A new catheter was then implanted. The issue was reported to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.